Event description:
It was reported by india that during service and evaluation, it was determined that the motor device generated heat and displayed an e2 error code indicating handpiece lock engaged. It was further observed that the device could not engage the attachment nor secure/lock the cutter. It was further determined that the device failed pretest for cutter lock assessment, safety assessment and handpiece temperature assessment. It was noted in the service order that after an anterior cervical diskectomy surgery, it was discovered that the device did not work. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the device generating heat identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5, h6: device investigation update: upon further investigation of the device, it was determined that the device also had an unintended activation/motion. Thus, the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the device generating heat and having an unintended activation/motion identified during service and evaluation were confirmed. The assignable root cause was determined to be due to component failure from normal wear. H6. Investigation findings and investigation conclusions codes have been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6. Medical device problem code: the medical device problem code of unintended system motion (a051206) has been added to this event.